Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature eri was observed during follow-up in clinic. The device was successfully explanted and replaced. Patient condition before, during, and after procedure was stable.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. High current was observed during bench testing and was traced to the rf module. The cause of the premature battery depletion was due to excess current on the rf module.